Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty deploying the helix when placing the lead. The lead was removed from the patient's body and required over 25 revolutions before the helix was able to be extended. Once the lead was placed it kept dislodging from the implant location. This lead was attempted and not implanted. No adverse patient effects were reported.